Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during a lower interior resection procedure, after the doctor conducted the tme, he used the tx60g with xr60g to ligate the rectum, but the staple burst and could not form normal b shape staples, then he tried another one to finish the ligation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m54461. The analysis results showed that the xr60g cartridge reload arrived in good visual condition. The reload was returned void of staples. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.